Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 580 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the alleged speaker & vibrator issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged battery issue could not be verified.